Event description:
On (B)(6) 2015, the reporter contacted animas, alleging short battery life. Reportedly, the pump had emitted multiple ¿replace battery¿ alarms in a 30 day timeframe. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the pump black box data showed multiple replace battery alarms on 06/18/2015. During testing, an unrelated keypad button failure occurred; the original complaint could not be fully investigated due to this. The pump cover was removed and moisture corrosion was found on the keypad flex and the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.